Manufacturer narrative:
Manufacturer's reference: (B)(4). Investigation is ongoing, a final report will be submitted once investigation is complete. This is an initial report.

Event description:
On an unknown date (best guess is sometime in (B)(6) 2023), it was reported on (B)(6) 2023 that charger stopped working. It was reset and started working again but got very hot very fast. Images obtained of the device showed a melted charger port. There were no reports of patient harm or injury, and no medical intervention was required. No further information is expected.

Manufacturer narrative:
Manufacturer's reference: (B)(4). Investigation is ongoing, a final report will be submitted once investigation is complete. This is an initial report. (B)(6) 2023. Technical investigation concluded: a DHR review have been completed. No deviation or changes were found during manufacturing of the device testing of actual device concluded: an apollo 5.1 c-1 was returned due to initially not charging and upon reset, got very hot. Visual inspection shows all components are in fine condition, no signs of damage anywhere on the charger. A test was performed to see if the overheating could be recreated. No overheating was observed for any of the components of the pcb of the charger was observed. Charger performed nominally, being able to charge the battery of the charger. Clinical evaluation: it has been reported that the charger stopped working, it was reset after which it started working again. However, it got hot very fast. Charger was then replaced. No mention of harm to the user, or their property. Risk assessment concluded: overheating issues are known about and their risk assessed and deemed to be acceptable. Based on the result of device investigation, where no product problem was found and no harm was reported by the user, this event is now determined to be non-reportable.

Event description:
On an unknown date (best guess is sometime in (B)(6) 2023), it was reported on (B)(6) 2023 that charger stopped working. It was reset and started working again but got very hot very fast. Images obtained of the device showed a melted charger port. There were no reports of patient harm or injury, and no medical intervention was required. No further information is expected. (B)(6) 2023. Images received were reviewed by device investigators and determined that the charger port was not melted, instead it showed signs of wear and tear.